Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the t-pal spacer applicator knob (part # 03.812.004 / lot # 8513936) and t-pal spacer applicator handle (part # 03.812.001 / lot # 2l42660) were received at us cq. The devices were received disassembled. Both devices were in good shape and had no visual damage. The threads on both devices were in good shape. Functional test: the applicator knob and the applicator handle were successfully assembled together with no issue. The knob was able to fully secure onto the handle and function as intended. The knob must be rotated counter-clockwise to tighten due to the devices left-hand (reverse) threads. The overall complaint was not confirmed. Can the complaint be replicated with the returned device(s)? No; functional testing showed the devices assemble successfully. Conclusion: the overall complaint was not confirmed for the received t-pal spacer applicator knob as the device was able to mate with the received t-pal spacer applicator handle. Although no definitive root-cause can be determined, it¿s possible that during inspection, the left-hands threads were missed. The applicator knob must be rotated counter-clockwise to tighten. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.812.001. Lot: 2l42660. Manufacturing site: hägendorf. Release to warehouse date: july 24, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the t-pal spacer applicator knob and the t-pal spacer applicator handle will not tighten. The issue was identified during an inspection at the loaners department. There was no patient involvement. This report is for one (1) t-pal spacer applicator handle. This is report 2 of 2 for (B)(4).